Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii halo system was implanted during a transobturator sling procedure in (B)(6) 2014. According to the complainant, there was an erosion on the patient's left vaginal fornix and a part of the device was exposed. The patient was treated with estrogen but the condition was not resolved. Patient scheduled for excision procedure.